Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized from (B)(6) 2024 for peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse clarified that the patient was not diagnosed or treated for peritonitis until (B)(6) 2024. The nurse stated the patient was hospitalized on (B)(6) 2024 for colitis characterized by abdominal pain. The nurse stated the patient did not have a pd culture obtained during hospitalization. It was stated the patient was seen in the pd clinic on (B)(6) 2024 and had a pd culture obtained on that day. Per the nurse, the pd culture was positive for pseudomonas bacteria. The patient was initiated on antibiotic treatment for peritonitis utilizing intra-peritoneal (ip) ceftazidime 2 grams daily. The patient is recovering and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to patient.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the fresenius cassette and the patient¿s peritonitis event. However, currently there is no allegation nor any objective evidence that the fresenius cassette set had a malfunction or product deficiency was associated with these events. Peritonitis is a well-documented complication in pd patients. Based on the reported information, the peritonitis may have been related to a breach in aseptic technique, as reported by the pd nurse.

Event description:
It was reported that this patient on peritoneal dialysis (pd) was hospitalized from (B)(6) 2024-(B)(6) 2024 for peritonitis. There were no reported allegations that the event was related to fresenius products. In additional follow-up, the patient¿s pd nurse clarified that the patient was not diagnosed or treated for peritonitis until (B)(6) 2024. The nurse stated the patient was hospitalized on (B)(6) 2024-(B)(6) 2024 for colitis characterized by abdominal pain. The nurse stated the patient did not have a pd culture obtained during hospitalization. It was stated the patient was seen in the pd clinic on (B)(6) 2024 and had a pd culture obtained on that day. Per the nurse, the pd culture was positive for pseudomonas bacteria. The patient was initiated on antibiotic treatment for peritonitis utilizing intra-peritoneal (ip) ceftazidime 2 grams daily. The patient is recovering and continues pd with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique due to patient.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. There is no allegation of cassette malfunction based in the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.